Event description:
The surgeon's documentation states the anesthesiologist overinflated the balloon and this resulted in a gastric tear near the esophagogastric junction. However, in my review of the gastric balloon suction catheter, the two ports are not labeled.